Manufacturer narrative:
The vyaire failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was not duplicated in the laboratory setting. No anomalies found during this investigation.

Manufacturer narrative:
Vyaire complaint #: (B)(4). The suspect device/component has been received by vyaire. An investigation is currently pending. Once the investigation is completed, a follow up report will be submitted with the results of the investigation.

Event description:
The customer reported while using the avea ventilator, it is alarming circuit disconnect and the problem is intermittent. The customer stated there was no patient involvement associated with this event.